Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was admitted to hospital one day after implant due to a blood clot in his arm. Patient underwent surgery for the clot and the epg system was removed at that time. Should further information be received, this file will be updated.